Manufacturer narrative:
B3: date of event - the date of event is unknown, and 01apr2026 has been used as a placeholder. The device is available for evaluation; however, has not been received.

Event description:
The event involved a tego connector was stated that the venous pressure was elevated at the start of the therapy. They reported that the venous pressure was 300 millimeters of mercury and blood flow was 300 milliliters per second. The connectors were replaced and the issue was resolved. The event occurred during use with a patient, however there was no harm.